Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low blood glucose levels of 56 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming for the insulin pump. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.